Manufacturer narrative:
(B)(4). The results of the investigation concluded that a length of suture exited the sheath distal end and the suture distal end strands were uneven, consistent with a tension break. The collagen and anchor were not returned. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported suture line tension break remains unknown. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/ or collagen tearing.

Event description:
The 6f angio-seal vip device was assembled and deployed following protocol. When the tamping tube was used as directed, the suture broke in the tissue track. The anchor, collagen plug and knot were all still in place in the patients arteriotomy. The patient was monitored for thirty to forty-five minutes; no hematoma or migration of the anchor was noted. Ultrasound and doppler revealed there was no blood flow disruption. The patient was kept overnight for observation without further issue.